Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as redness, inflammation, a bump, and warmth to the touch, and had contact with a healthcare professional (hcp) who prescribed temovate cream (clobetasol propionate) for treatment. There was no report of death or permanent impairment associated with this event.